Event description:
A report of ineffective therapy was rec'd. The patient has been diagnosed with multiple sclerosis and when pt exhibits multiple sclerosis symptoms, the stimulation is uncomfortable. The pt precision system was explanted. The pt is reportedly doing well.